Event description:
The customer reported that their device was displaying all three icons (attention, service wrench and charge-pak) and would no longer power on. There was no report of any patient use associated with the reported device issue.

Manufacturer narrative:
(B)(4). The customer reported to physio-control that they had removed the device from service and will likely be replacing the device. The device has not been returned to physio-control for evaluation. The cause of the reported failure could not be determined.